Event description:
Medical affairs spoke to pt who mentioned that their meter had been giving false high readings. In 2004, pt experienced symptoms of feeling weak, sweaty and "out of it". They tested their blood glucose and obtained a 51mg/dl. They then ate m&m's and raisins and retested and obtained a 53mg/dl. They told their spouse and fell unconscious. Their spouse called the paramedics. Prior to paramedics arriving, spouse gave the pt glucagon, sugar and orange juice. Pt came to after spouse treated them. Paramedics arrived and tested them at 77mg/dl, while their meter read 212mg/dl (invalid comparison). Paramedics did not treat pt and took them to the ER. At the ER a meter to lab comparison was done. A glucose results of 480mg/dl with a lifescan meter and 280mg/dl a lab device, performed within 11-20 mins of each. Pt was not treated in the ER and was in the ER for a couple of hrs. Pt mentioned that it is normal for their blood glucose to fluctuate. Md prescribed a pump and they will be trained on using the pump on monday, 6/2004. The technique of applying blood on the test strip was done correctly and the cleaning of the puncture area was done incorrectly. Control solution passed. Ccr sent pt a new meter and supplies.